Event description:
It was reported that smoke came out of the stenoscope system during stand by mode. No injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The capacitor burned out on the psu power supply. It was replaced during the service call. The system was tested and found to be working as intended and put back into service.